Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose level was 293 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received, therefore no additional information was obtained.